Manufacturer narrative:
As of today the lead the lead has not been returned for analysis. Should the lead be returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that this lead displayed noise and oversensing. The noise was not reproducible with isometrics. A lead fracture was suspected. The patient was seen for a revision procedure where the lead was explanted. The lead is expected to be returned.